Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever and permanent pain/daily severe and persistent pain in abdominal and pelvic region"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for hyperlipidemia: statin in 2012; for an unreported indication: lamictal from 2010 to (B)(6) 2018, celexa from 2007 to (B)(6) 2018, atorvastatin from 2010 to (B)(6) 2018, birth control pill from 1997 to 2012, mirena and paraguard. Past adverse reactions to the above products included discomfort with mirena. Concurrent conditions included obesity, iron deficiency and vitamin d deficiency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems (anxiety)") and depression ("psychological or psychiatric problems (depression)"). In 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition (bloating and constipation)"), constipation ("gastrointestinal or digestive system condition (bloating and constipation)"), dysgeusia ("system condition (constant metallic taste in my mouth)"), alopecia ("hair loss"), abdominal pain ("sever and permanent pain/daily severe and persistent pain in abdominal and pelvic region"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), blindness transient ("vision/eye problems (loss of vision in left eye for a month)") and urinary tract infection ("frequent utis"). On an unknown date, the patient experienced pain ("physical pain"), allergy to metals ("nickel allergy") with dermatitis allergic, investigation noncompliance ("did not underwent confirmation test") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (ablation was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the vaginal haemorrhage, menorrhagia, pain, female sexual dysfunction, bladder disorder, urinary tract disorder, constipation, migraine, allergy to metals, abdominal pain, anxiety, depression, vaginal discharge, weight increased, urinary tract infection, investigation noncompliance and dyspareunia outcome was unknown and the fatigue, abdominal distension, dysgeusia, alopecia, blindness transient and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, blindness transient, constipation, depression, dysgeusia, fatigue, female sexual dysfunction, investigation noncompliance, menorrhagia, migraine, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (vaginal/menorrhagia), allergic or hypersensitivity reaction (rash on whole body)/rashes or skin conditions, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, fatigue, gastrointestinal or digestive system condition (bloating and constipation), system condition (constant metallic taste in my mouth), hair loss, migraines / headaches, nickel allergy, sever and permanent pain/daily severe and persistent pain in abdominal and pelvic region, psychological or psychiatric problems (anxiety), psychological or psychiatric problems (depression), vaginal discharge, vision/eye problems (loss of vision in left eye for a month), weight gain, cramping, frequent utis and did not underwent confirmation test. Historical drugs and concomitant conditions added. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever and permanent pain/daily severe and persistent pain in abdominal and pelvic region"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent confirmation test". The patient's previously administered products included for hyperlipidemia: statin; for birth control: paraguard and mirena; for an unreported indication: birth control pill from (B)(6) to (B)(6). Past adverse reactions to the above products included discomfort with mirena. Concurrent conditions included obesity, iron deficiency, vitamin d deficiency, hyperlipidemia since 2012, photophobia, joint pain and sinusitis. Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as atorvastatin since 2012, citalopram hydrobromide (celexa) since 2007, lamotrigine (lamictal) since 2010 and phentermine since (B)(6) 2017. In 2013, the patient experienced anxiety ("psychological or psychiatric problems (anxiety)") and depression ("psychological or psychiatric problems (depression)"). On(B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type:abdominal bloating and constipation"), constipation ("gastrointestinal or digestive system condition (bloating and constipation)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") with dermatitis allergic, vaginal discharge ("vaginal discharge"), headache ("migraines / headaches") and rash ("rash") and was found to have weight increased ("weight gain/loss (specify one)weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysgeusia ("system condition (constant metallic taste in my mouth)"), abdominal pain ("sever and permanent pain/daily severe and persistent pain in abdominal and pelvic region"), abdominal pain lower ("cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/ urinary issues"), blindness transient ("vision/eye problems (loss of vision in left eye for a month)"), urinary tract infection ("frequent utis") and cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced pain ("physical pain") and visual impairment ("vision problems/ eye sight"). The patient was treated with antibiotics, sumatriptan succinate (imitrex df) and surgery (ablation was done, endometrial ablation, total hysterectomy and bilateral salpingectomy and underwent ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain had resolved, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, pain, female sexual dysfunction, bladder disorder, constipation, migraine, allergy to metals, abdominal pain, anxiety, depression, vaginal discharge, weight increased, urinary tract infection, dyspareunia, headache, rash, cystitis and dysmenorrhoea outcome was unknown and the urinary tract disorder, fatigue, abdominal distension, dysgeusia, alopecia, blindness transient, abdominal pain lower and visual impairment was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, blindness transient, constipation, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement and essure removal procedure. Essure did not caused birth defects. 01 mar1979 (updated dob). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Lad data added. Concomitant condition and treatment drug added. Events : infection (bladder/urinary tract/vaginal) type: bladder, dysmenorrhea (cramping) were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever and permanent pain/daily severe and persistent pain in abdominal and pelvic region"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent confirmation test." The patient's previously administered products included for hyperlipidemia: statin in 2012; for birth control: paragard and mirena; for an unreported indication: birth control pill from 1997 to 2012. Past adverse reactions to the above products included discomfort with mirena. Concurrent conditions included obesity, iron deficiency, vitamin d deficiency and hyperlipidemia since 2012. Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as atorvastatin since 2012, citalopram hydrobromide (celexa) since 2007, lamotrigine (lamictal) since 2010 and phentermine since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced anxiety ("psychological or psychiatric problems (anxiety)") and depression ("psychological or psychiatric problems (depression)"). In 2014, the patient experienced migraine ("migraines / headaches"). In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition (bloating and constipation)"), constipation ("gastrointestinal or digestive system condition (bloating and constipation)"), dysgeusia ("system condition (constant metallic taste in my mouth)"), alopecia ("hair loss"), allergy to metals ("nickel allergy") with dermatitis allergic, abdominal pain ("sever and permanent pain/daily severe and persistent pain in abdominal and pelvic region"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), blindness transient ("vision/eye problems (loss of vision in left eye for a month)") and urinary tract infection ("frequent utis"). On an unknown date, the patient experienced pain ("physical pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("migraines / headaches"). The patient was treated with antibiotics, surgery (total hysterectomy and bilateral salpingectomy), surgery (ablation), surgery (ablation was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, pain, female sexual dysfunction, bladder disorder, urinary tract disorder, constipation, migraine, allergy to metals, abdominal pain, anxiety, depression, vaginal discharge, weight increased, urinary tract infection, dyspareunia and headache outcome was unknown and the fatigue, abdominal distension, dysgeusia, alopecia, blindness transient and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, blindness transient, constipation, depression, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement and essure removal procedure. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history updated. Events headache, uterine haemorrhage were newly added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever and permanent pain/daily severe and persistent pain in abdominal and pelvic region"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent confirmation test". The patient's previously administered products included for hyperlipidemia: statin in 2012; for birth control: paraguard and mirena; for an unreported indication: birth control pill from 1997 to 2012. Past adverse reactions to the above products included discomfort with mirena. Concurrent conditions included obesity, iron deficiency, vitamin d deficiency and hyperlipidemia since 2012. Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as atorvastatin since 2012, citalopram hydrobromide (celexa) since 2007, lamotrigine (lamictal) since 2010 and phentermine since july 2017. On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced anxiety ("psychological or psychiatric problems (anxiety)") and depression ("psychological or psychiatric problems (depression)"). In 2014, the patient experienced migraine ("migraines / headaches"). In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition (bloating and constipation)"), constipation ("gastrointestinal or digestive system condition (bloating and constipation)"), dysgeusia ("system condition (constant metallic taste in my mouth)"), alopecia ("hair loss"), allergy to metals ("nickel allergy") with dermatitis allergic, abdominal pain ("sever and permanent pain/daily severe and persistent pain in abdominal and pelvic region"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain lower ("cramping"). In october 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In september 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), blindness transient ("vision/eye problems (loss of vision in left eye for a month)") and urinary tract infection ("frequent utis"). On an unknown date, the patient experienced pain ("physical pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("migraines / headaches"), visual impairment ("vision problems") and rash ("rash"). The patient was treated with antibiotics, surgery (total hysterectomy and bilateral salpingectomy), surgery (ablation), surgery (ablation was done) and surgery (ablation was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and rash had resolved, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, pain, female sexual dysfunction, bladder disorder, urinary tract disorder, constipation, migraine, allergy to metals, abdominal pain, anxiety, depression, vaginal discharge, weight increased, urinary tract infection, dyspareunia, headache and visual impairment outcome was unknown and the fatigue, abdominal distension, dysgeusia, alopecia, blindness transient and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, blindness transient, constipation, depression, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement and essure removal procedure. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- vision problems, rash. Plaintiff name were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.